Event description:
Unomedical reference number (B)(4).event occurred in (B)(6). It was reported that a female child patient faced a bent cannula at the infusion site, due to which she experienced high blood glucose level (700 mg/dl). Therefore, they tried to treat her high blood glucose level with bolus via pump and injection when bolus (history for 3/7 shows boluses given and completed) was not able to bring her blood glucose level down. Subsequently, she went to the emergency room with blood glucose level of 628 mg/dl, where she was tested for ketones levels and they started on fluids. After staying overnight in the emergency room, the patient felt unstable and consequently, on (B)(6) 2021, she was admitted to the hospital due to diabetic ketoacidosis and blood glucose level of 280 mg/dl. Reportedly, the patient did not receive alerts or alarms before hospitalization and the infusion had been used for two days. During hospitalization, she received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment, which resolved the issue. On (B)(6) 2021, she was released from the hospital with no permanent damage. Moreover, they did not notice any damage to the infusion sets when the package was first opened. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.